Event description:
A system operator reported that they were getting some over-corrections on high myopic customer lasik surgeries. A review of the pt records provided by the facility identified this pt with a loss of bcva in the right eye. This pt was 20/20 bcva in the right eye prior to lasik surgery. At one week post-op, the right eye was blurry and exhibited some epithelium in-growth. The flap was lifted and the debris removed. At two weeks, post-op, the flap was relifted and stretched. The pt's bcva was 20/40. At approx 10 weeks post-op, the pt's bcva in the right eye was 20/30. The records indicate the pt was slightly over corrected in both eyes at 10 week post-op exam. Both eyes were +.75, not considered clinically significant.